Manufacturer narrative:
(B)(4). Correction in explant date: (B)(6) 2016.

Event description:
New information received notes that pocket infection was noted one month post device implant. Erosion through pocket was also noted. The infection was procedure related. Patient was given antibiotics. Patients condition was normal during and post-treatment. Patient was normal after device explant procedure also.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to infection. No patient symptom or additional information was reported.